Event description:
It was reported that the lens was defective in haptic optic junction. The lens was removed, and another lens was implanted. There was no patient injury when removing the lens. No clinically significant delay in procedure reported. No additional information provided.

Manufacturer narrative:
It was reported that the lens was defective in haptic optic junction. The lens was removed, and another lens was implanted. No patient injury when removing the lens. No additional information provided. The device is not being sent back. Thus, a proper device analysis could not be completed, nor the reported issues confirmed. The customers stated that there was no damage noted during preparation for use indicating a product quality issue did not contribute to the reported issues. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the damaged haptic is but is not limited to: loading strategy, lens placement technique, accessory device support, poor handling during folding and inserting. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.